Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Explant date: if explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Initial reporter's phone number: (B)(6). This report is being filed on an international product, intraocular lens (iol) model number pcb00v that has a similar product distributed in the united states, iol model no. Pcb00, which falls under PMA p980040. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation, the intraocular lens was delivered into the eye like a ''rocket''. Reportedly, there was a bad sliding of the iol through the cartridge, and the screwing of the plunger was heavy. As a result, the posterior capsule was not damaged and the lens remains implanted. No patient injury was reported.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 9/20/2018. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. The plunger was observed in complete advanced position and locked. The pcb00 device was observed under the microscope and scarce amount of lubricant residue was observed inside the device. The device was opened, and no defects were detected in the plunger, lower or upper body. No intraocular lens (iol) was observed inside the device since it was implanted. The customer's reported complaint could not be verified. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. The search revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.